Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced reported symptom "downstream occlusion error" as a false downstream occlusion alarm, determined to be caused by the downstream tubing guide being out of specification. Additionally, the evaluation found that the downstream current readings with a fluid filled set loaded were above specification. The evaluation also found that the downstream pressure plate gap was below specification. The device was recalibrated to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a "downstream occlusion error" while running an infusion. Any patient injury or medical intervention is unknown.